Event description:
It was reported, during preparation for use the subject device had a blurring image and no image. The customer attempted to connect the device to another olympus endoscope host; however there were no images available. The issue occurred prior to a diagnostic hysteroscopy procedure which was completed using a similar device. No patient harm was reported by the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device had a blurring image and no image. The customer attempted to connect the device to another olympus endoscope host; however there were no images available. The issue occurred prior to a diagnostic hysteroscopy procedure which was completed using a similar device. No patient harm was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.